Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary artery. Predilatation was performed using a non bsc balloon catheter. A 3.00x24mm promus element stent was selected to treat the lesion. When the physician attempted to insert the device it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).